Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating a speaker malfunction and the internal speaker was not working. There were no audible tones on bootup. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of the evaluation could not confirm the customer's reported allegation. The speaker produced audible sound. Although the speaker was confirmed to have sound, it was replaced per current process. The investigation concludes that no further action is required at this time. The device was shipped back to the customer. Box d product information changed from initial report. Product is 865350 mx40 1.4 ghz smart.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the mx40 patient wearable monitor indicating a speaker malfunction. No audible tones were present upon bootup. The device was not in use on a patient at the time of event, there was no adverse event reported.